Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 496 mg/dl. Customer was treated high blood glucose with syringe. Customer reported that her blood glucose level 536 mg/dl and 570 mg/dl. Customer declined troubleshoot for high reading. Troubleshooting was performed for bent cannula. Customer reported that the infusion set cannula was bent at abdomen above the waistline. The product was returned for analysis.